Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil was returned for this complaint. The main coil was kinked and stretched. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. However, there were missing fiber bundles.

Event description:
Reportable based on device analysis completed on 12may2022. It was reported that the coil did not come out. The target lesion was located in the internal iliac artery. A 22mm x 60cm interlock was selected for use. During the procedure, it was noted that there was something jammed inside the catheter and the coil did not come out when pushed. The entire microcatheter was removed from the patient's body. When checked outside patient, the coil and wire were detached inside the microcatheter. The procedure was completed with another of the same device. There were no patient complications reported post procedure. However, device analysis revealed that there were missing fiber bundles.